Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The patient underwent revision surgery on (B)(6) 2012 to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.